Event description:
It was reported that the field representative experienced difficulty in establishing telemetry while interrogating this patients subcutaneous implantable cardioverter defibrillator (s-ICD) in clinic. Technical services (ts) provided troubleshooting steps including checking for tones and performing a magnet reset, which was successful. This patient held the wand while the field representative scanned for this s-ICD. Telemetry was still very slow but was able to connect. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that persistent telemetry challenges continued. In clinic interrogation attempts were unsuccessful after a 60/60 magnet reset was performed. There were audible beep tones which were reset with that. Ts discussed performing a latitude nxt transmission however given the troubleshooting performed with ts, it is unlikely to be successful. The communicator was unplugged and unenrolled due to this s-ICD remote monitoring not functioning. Ts noted the next step would be device replacement and product return for analysis. Additional information is being requested from the field.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.